Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer's blood glucose was 537 mg/dl. A manual insulin injection was used to address bg.